Event description:
Healthcare professional reported left side ¿mastodynia and rupture¿ and "fluid collection findings around the implant to the bottom of the space containing the left implant indicated a possible leakage of the r/o implant". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical damage. ¿ pain: unable to observe since it is not related to the device. Additional observations: ¿ red particles observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿mastodynia and rupture¿ and "fluid collection findings around the implant to the bottom of the space containing the left implant indicated a possible leakage of the r/o implant". The device has been explanted and replaced with a non-allergan device.